Event description:
It was reported that the catheter was found torn during use on a patient. Therefore, it was removed and replaced with a new one. There was a mark on the catheter that looked like it had been torn off by something. No medical intervention was needed, and the current patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. The complaint of a catheter body torn was able to be confirmed by the photos. The catheter appears to have separated near the juncture hub. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The customer report of a torn catheter was confirmed by visual inspection of the customer supplied photos; however, full complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that the catheter was found torn during use on a patient. Therefore, it was removed and replaced with a new one. There was a mark on the catheter that looked like it had been torn off by something. No medical intervention was needed, and the current patient's condition is reported as fine.